Event description:
Customer reported that he had a surgery and has been in and out of the hospital. Customer restarted on the insulin pump and has been having problems with the transmitter communicating with the insulin pump. It was noted that the charger may not be holding charge. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.